Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. Device evaluation: heartmate ii, (B)(4), was returned assembled, however the outflow graft bend relief was not returned. The driveline was cut approximately 2 inches from the pump housing and the distal portion was not returned. Evaluation of (B)(4) revealed the presence of thrombus within the outlet stator. The tissue did not show laminated layering, which suggested that the thrombus likely did not form in the outlet stator. No contact marks were observed on the tapered section of the pump rotor, nor did the thrombus display any evidence of denaturing, which suggested that the thrombus was not present while the pump was operating. The evaluation could not conclusively determine the duration that the observed thrombus was present, and the cause of the thrombus could not be determined. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of driveline found it to be unremarkable. Electrical continuity testing of the wires revealed no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, the patient was routinely transplanted. A pump analysis was requested. Upon analysis of the returned lvad, thrombus was observed.